Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: comp-lead, (B)(6) 1997; 439688, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately three weeks after implant the patient developed an infection. The patient received intravenous antibiotics and the implantable cardiac defibrillator (ICD) and leads were explanted. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.